Event description:
The customer called to report that she was experiencing unexplained high blood glucose levels. The customer's blood glucose reading at the time of the call was 555 mg/dl. The customer treated with a bolus, but her blood glucose levels remained elevated. The customer was not feeling well at the time of the call. The customer was advised to seek medical attention, and she stated that she would be going to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.